Event description:
Nurse attempted to access infusaport with huber needle, and heard a snapping noise. When attempted to flush client, saline bubbled under skin, pt received approx 1cc normal saline, needle removed intact but bent to the side. Needle was loosened from wing tip gripper.